Event description:
According to the reporter, prior to use, the "use by date" of the seven endotracheal tubes were short which was june 24, 2024. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: 18875s, 18875s 7.5mm taperguard evac w stylet, (lot #19f0698jzx) 18875s, 18875s 7.5mm taperguard evac w stylet, (lot #19f0698jzx) 18875s, 18875s 7.5mm taperguard evac w stylet, (lot #19f0698jzx) 18875s, 18875s 7.5mm taperguard evac w stylet, (lot #19f0698jzx) 18875s, 18875s 7.5mm taperguard evac w stylet, (lot #19f0698jzx) 18875s, 18875s 7.5mm taperguard evac w stylet, (lot #19f0698jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: FDA site ID, mfg. Site ID, d3 (MFR name, street 1, MFR region, postal code), d9 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the "use by date" of the seven endotracheal tubes were short which was june 24, 2024. The reported issue was confirmed. The most likely cause was traced to due date expiry. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.